Event description:
According to the reporter: occurred during a laparoscopic nephrectomy procedure. The balloon would not properly inflate. The trocar was removed from the patient. The procedure was completed with another device. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.